Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: pre operatively, the surgeon could not close and open the jaw of the reload as a self-testing. At the same time, blinking green light did not showed on the reload- status indicator under the handle. The handle was not able to recognize the reload. The stapler was not able to fire. The surgeon was not able to squeeze the handle. The surgeon was not able to press the green button. There was a problem loading the reload onto the adaptor. No reinforcement material was used in conjunction with the stapling device. After that, she prepared another I-drive set which had been used in other or and set it up. There was no damage to the patient. Patient status: alive - no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 1 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.